Event description:
Olympus was informed that during a therapeutic laparoscopic appendectomy procedure, an unspecified part at the distal end/tip of the suspect medical device broke off and fell inside the pt's body cavity. No fragments remained inside the pt as they were reportedly recovered by another unspecified forceps. The intended procedure was reportedly completed by using a different but similar device. Subsequently an x-ray was performed where no foreign bodies were noted. There was no report about pt injury.

Manufacturer narrative:
The suspect medical device was not yet returned to manufacturer for evaluation. The exact cause of the user's experience and the reported phenomenon could not be determined and therefore is being judged as unk. However, if the suspect medical device is returned for evaluation and additional significant info becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) is abundance of caution.